Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. See manufacturer report number 2032227-2015-47705.

Event description:
The customer reported experiencing high blood glucose since (B)(6) 2015 and was hospitalized on (B)(6) 2015. She did a complete set change on (B)(6) but high blood glucose persisted. Customer's blood glucose was at 27 mmol/l, treated with manual injection and it came down to 21 mmol/l before the hospital admission. Customer stated that the doctor, nurse and territory manager checked the insulin pump and they all advised to discontinue the use. Customer stated that insulin was not coming out and the insulin pump did not alarm no delivery. Customer declined troubleshooting as the device was already disconnected and requested it to be replaced. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.